Manufacturer narrative:
Analysis found six conductors were broken 18.0 cm from the distal end at the anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable component is: product ID 977a275 lot# unknown serial# implanted: explanted: (B)(4) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a lead with high impedance. The impedance check was performed over time and more and more contacts were above 10,000 ohms. It was reported there was no more stimulation. Several reprogrammings were done over time but there wasn't an efficient configuration left. There were no factors that may have led or contributed to the issue. The ins and lead were explanted and replaced. No further patient complication was associated with the event.

Manufacturer narrative:
Information references the main component of the system and other applicable component has been updated: product ID: 977a275, lot# 0210990211, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 97791, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The conclusion code and result code corresponding to the lead has been updated. If information is provided in the future, a supplemental report will be issued.